Event description:
Related manufacturer report number: 1627487-2022-01313, 1627487-2022-01314. It was reported one of the patient's system was autoreducing and one lead had high impedances. Reprogramming was performed. Still, the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively. It is unknown which lead had the high impedances, so it is being reported on all.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.